Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v319870, implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported that everything came apart; their lead was not connected per health care provider (hcp). The patient could feel it vibration, but it wasn't helping for a year or better. The patient reported no symptom control for a year or better. The patient had an entirely new system implanted on (B)(6). The patient has her follow up this friday with hcp. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.